Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The article was written by wataru ando, kengo yamamoto, takashi atsumi, satoshi tamaoki, kazuhiro oinuma, hideaki shiratsuchi, hirohiko tokunaga, yutaka inaba, naomi kobayashi, masaharu aihara and kenji ohzono. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This information was originally reported on 1825034-2015-05110 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "comparison between component designs with different femoral head size in metal-on-metal total hip arthroplasty; multicenter randomized prospective study" which aimed to investigate potential advantages of magnum group compared to conventional group in terms of range of motion, dislocation while maintaining the same function improvement and pain reduction; and to investigate metal ion release in (B)(6) population. A patient was identified in the article that underwent total hip arthroplasty on an unknown date. Subsequently, elevated metal ions, increased cup inclination angle and cup anteversion were reported. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
(B)(4). Concomitant medical products: m2a femoral head, catalog#: 11-163678, lot#: 405930, unknown taperloc femoral stem catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Remains implanted.

Event description:
A patient was identified in the article that underwent total left hip arthroplasty on (B)(6) 2011. Subsequently, elevated metal ions, increased cup inclination angle, cup anteversion, pain, discomfort, radiographic lines and heterotropic ossification were reported. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00013 / 00176).

Event description:
Information was received based on review of a journal article titled, "comparison between component designs with different femoral head size in metal-on-metal total hip arthroplasty; multicenter randomized prospective study" which aimed to investigate potential advantages of magnum group compared to conventional group in terms of range of motion, dislocation while maintaining the same function improvement and pain reduction; and to investigate metal ion release in asian population. A patient was identified in the article that underwent total left hip arthroplasty on (B)(6) 2011. Subsequently, elevated metal ions, increased cup inclination angle and cup anteversion were reported. There has been no further information provided and the patient outcome is unknown.